Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device did not prompt to press "charge" during a cardiac arrest. Additional details have been requested regarding patient outcome.

Event description:
A customer reported that the device would not charge during a defibrillation attempt. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.